Manufacturer narrative:
The customer from outside the united states reports observation of discordant results for two patient samples when running ca 19-9 lot 522 on atellica im 1600 analyzer. The initial results were reported to the physician(s) who questioned the results. The samples were repeated on two other atellica im 1600 analyzers and comparable results were obtained. The numerical results for the alternate method and the reference range were not provided. However, the customer stated that the alternate method results were normal. Data from the customer's analyzers in (B)(6) 2023 indicates they tested over (B)(4) samples with the atellica im ca 19-9 assay, where the average recovery of the sample was (B)(4), so the sample makes up less than (B)(4) of the normal samples tested in (B)(6). The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates (B)(4) of samples from normal patients recovered (B)(4), so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the atellica im ca 19-9 IFU states, "elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." Based on the available information, the cause of the discordant results is consistent with normal assay performance. The customer is operational.

Event description:
The customer from outside the united states reports observation of discordant results for two patient samples when running ca 19-9 lot 522 on atellica im 1600 analyzer. The initial results were reported to the physician(s) who questioned the results. The samples were repeated on another atellica im 1600 analyzers and comparable results were obtained. The numerical results for the alternate method and the reference range were not provided. However, the customer stated that the alternate method results were normal. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19.9 results.